Event description:
The lens was implanted on (B)(6) 2010 and explanted on (B)(6) 2010 due to an "unexpected post-op refraction". Lens initially implanted was a 21.5 diopter but was exchanged for a 22.5 diopter.

Manufacturer narrative:
Device history record was reviewed as a part of the investigation. No nonconformances were noted. All lenses from the manufacturing work order measured as 21.5 diopter. There have been no other wrong diopter or refractive error complaints from this work order (production batch). This lens was not returned for diopter verification. (B)(4).